Manufacturer narrative:
Device evaluated by manufacturer - the device has the wire broken by tension overload near to the distal section (the distal tip was not returned) 317 cm from the proximal section. Dimensional inspection reveled that the dimensions that were able to be measured were within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08926. It was reported that a rotawire fracture and removal difficulties occurred. The target lesion was located in the heavy calcified left anterior descending artery (lad). A 1.5/1.75 rotalink¿ burr and 330cm rotawire were used and advanced to treat the target lesion. It was noted that the rotawire was broken in passage of the lesion. The physician attempted to remove the wire however was unable to remove the device. The patient was transferred to surgery, and the wire was successfully removed. No additional patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08926. It was reported that a rotawire fracture and removal difficulties occurred. The target lesion was located in the heavy calcified left anterior descending artery (lad). A 1.5/1.75 rotalink burr and 330cm rotawire were used and advanced to treat the target lesion. It was noted that the rotawire was broken in passage of the lesion. The physician attempted to remove the wire however was unable to remove the device. The patient was transferred to surgery, and the wire was successfully removed. No additional patient complications were reported and the patient's condition is stable.